Event description:
Caller states that he received a reading of 600mg/dl and took 10 units of insulin. He states 30-60 minutes later he went to the hosp where they tested his blood glucose in the 100's mg/dl. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.